Manufacturer narrative:
Date sent to the FDA: 08/28/2008. Conclusion: no device was rec'd for eval. However, it has been identified that this lot contained product with open seal which could impact the strength of the product. This is one of six medwatch reports being submitted as six separate devices were used. See 2210968-2008-00760, -00761, -00763, -00764 and -00765 for all associated medwatch reports. The same pt is represented in each medwatch.

Event description:
International customer reported that the suture broke while the nurse attempted to dispense the product. No adverse pt consequences were reported.